Event description:
A pt reported blood glucose results of "157 mg/dl" with a lifescan meter and 118 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The pt did not experience any symptoms at the time of testing. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was not expired. The test strip failed twice using the control solution. Meter, strips and control solution were replaced.